Event description:
Customer reported that the insulin pump has a crack on screen and scratches on the side. Customer stated she slammed the insulin pump against the door by accident. Customer had not been wearing the insulin pump because she lost the battery cap. Blood glucose value is 280 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.